Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing on the returned meter met both accuracy and precision criteria. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. Root cause could not be determined from the information provided by the customer. (B)(4). This issue will be subjected to tracking and trending. No corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleging low result on patient self tester. On (B)(6) 2013 inratio 2.1 lab 20.0. Nurse stated lab test at the hospital was done 3 hours after testing on inratio, but no more than 5 hours later. Nurse stated the patient was new and thus they do not have a therapeutic range for this patient yet. On (B)(6), patient noticed some bruising on her lower arm that was still observed when nurse tested the patient on (B)(6) with the inratio monitor. They still do not know the cause of the bruising. Patient also was bleeding from a scratch. Patient thinks she might have bumped into something and scratched her arm. Bleeding did not stop. Patient was admitted to the hospital on (B)(6) a few hours after testing on the inratio monitor. Patient went to hospital because of the unknown cause of bruising and the bleeding. After getting lab inr result of 20.0, patient was given vitamin k and plasma. Nurse does not know what the diagnosis was for the patient.